Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. There is no confirmation for the return reason of system hot. Zeolite is found contaminated which possibly caused when it absorbs the moisture.

Event description:
It was reported that the patient fell getting out of their truck with the device. Troubleshooting displayed the system hot error message. It was noted that the patient was hospitalized. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.